Event description:
Facility reports, after pushing lift bath trolley out of the way, the certified nurse assistant released the back support that was in the vertical position. The back support tilted back down and struck the certified nurse assistant in the eye. The certified nurse assistant has a black eye.